Event description:
Baxter italy reported 2 incidents of transfer sets with a leak. The transfer sets were approximately 2 months old. Noted during use with no pt injury or medical intervention reported.